Event description:
Pt needed to return for revision surgery because anchor pulled out. Dr's partner had another versalok pull out so referred pt to him. When we went in for revision surgery pt had versalok floating in subacromial space. Medical row anchor, four sutures passed through cuff, anchor fully deployed and sutures securely in anchor. Again anchor backed itself out. Cut the sutures in the versalok, pulled out the anchor. Complaint device discarded at use facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.